Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site pain worsening with tube mobilization, redness, and yellowish-green exudate. The patient was diagnosed with stoma site infection and was treated with topical positon application every 12 hours and oral antibiotic, amoxicillin/clavulanic acid for ten days, with improvement. On (B)(6) 2021, the patient denies having pain at the stoma site.